Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction. Based on the received information from the field, in situ measurements showed increased electrode impedances, which were likely caused by physiological issues in the cochlea. The recipient has been re-implanted and is doing well with the new device. This is a final report.

Event description:
During the first mapping high impedances were seen on multiple channels, therefore the clinic decided to reimplant the user. Reportedly, no problems were encountered during implantation surgery. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the first mapping high impedances were seen on multiple channels, therefore the clinic decided to reimplant the user. Reportedly, no problems were encountered during implantation surgery.